Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the impedances were >40,000 ohms with electrodes #3 and #7. It was unknown if there were any external contributing factors. Diagnostics/troubleshooting was performed, reprogramming without success. The action taken to resolve the event was the lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.